Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was at approximately 29.3cm from the iabc distal tip; clear liquid was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The distal portion of the iabc bladder was noted wrapped (or considered twisted); the remaining length of the iabc bladder was noted fully unwrapped. A slight bend to the iabc central lumen was noted at approximately 24.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The photos and video provided by the customer were reviewed. In the photos, the distal portion of the iabc bladder was noted wrapped (or considered twisted). In the video, the user is attempting to manually inflate the iabc using supplied 60cc syringe; however, the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap. The findings noted in the attached photos and video are consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times with similar results. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested and during the leak test, the bladder did not fully inflate. The middle and proximal portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "distal part of the balloon could not unwrap properly" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted and the bladder would fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that " the user was initiating the iab therapy for a patient following instruction of use, the first balloon catheter was vacuumed with the 60cc syringe for multiple times before withdrawal from the packing and it was flushed according to the IFU. The catheter was advanced smoothly into the patient up to the 3rd intercoastal space along the guidewire. Then the catheter was connected to the maquet cardiosave iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly, thus the physician attempted to deflate and inflate the balloon manually to unwrap it. Yet, it was reported that there was significant resistance encountered before injecting 40cc volume of gas into the balloon. Hence, the physician decided to exchange for a new piece of arrow 40cc iab catheter. The physician prepared the catheter in the same way as the first time and immersed balloon membrane into saline for activation of the hydrophilic coating. The catheter was advanced smoothly into the patient up to the 2nd intercoastal space along the guidewire to ensure enough space for complete balloon unwrap but it was still reported to have partial incomplete unwrap of the balloon. Since they failed to inflate the balloon manually to troubleshoot for the first time, they only refilled the balloon with helium by the cardiosave iabp to attempt unwrap the balloon. Unfortunately, the problem only improved slightly and the balloon was still not unwrapped completely. Yet, since the situation is still acceptable, so the physician decided to continue the iab therapy and maintained until (B)(6) 2024." The patient's current condition is reported as "fine" no patient injury or consequence reported. MDR#3010532612-2024-00160.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " the user was initiating the iab therapy for a patient following instruction of use, the first balloon catheter was vacuumed with the 60cc syringe for multiple times before withdrawal from the packing and it was flushed according to the IFU. The catheter was advanced smoothly into the patient up to the 3rd intercoastal space along the guidewire. Then the catheter was connected to the maquet cardiosave iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly, thus the physician attempted to deflate and inflate the balloon manually to unwrap it. Yet, it was reported that there was significant resistance encountered before injecting 40cc volume of gas into the balloon. Hence, the physician decided to exchange for a new piece of arrow 40cc iab catheter. The physician prepared the catheter in the same way as the first time and immersed balloon membrane into saline for activation of the hydrophilic coating. The catheter was advanced smoothly into the patient up to the 2nd intercoastal space along the guidewire to ensure enough space for complete balloon unwrap but it was still reported to have partial incomplete unwrap of the balloon. Since they failed to inflate the balloon manually to troubleshoot for the first time, they only refilled the balloon with helium by the cardiosave iabp to attempt unwrap the balloon. Unfortunately, the problem only improved slightly and the balloon was still not unwrapped completely. Yet, since the situation is still acceptable, so the physician decided to continue the iab therapy and maintained until on (B)(6) 2024." The patient's current condition is reported as "fine" no patient injury or consequence reported. Please see MDR#3010532612-2024-00160.